Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a change sensor alert and sensor updating alerts and also alleged that the pump was not delivering insulin. The customer was in hospital and treated hyperglycemia with insulin pump. The event involved product(s) unknown sensor, mmt-1884l, mmt-332a, unomedical. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products unknown sensor, mmt-332a, unomedical will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No pump delivery anomaly noted. [Per (B)(6) ¿ r&d engineer: on the event date (09-dec-2025) the delivery was suspended by manual suspend (user suspended) from 12/08/2025 06:37:00 to 12/09/2025 01:18:23 and from 12/09/2025 02:10:20 to 12/09/2025 15:16:21. As per diagnostic traces, after insulin delivery resumed the pump did deliver insulin basal in total =sum(ah35644: ah38343)=426=5.325u and bolus insulin in total sum(aj35644: aj38343)=1448=18.1u. Pump transitioned to closed loop (smartguard mode) on 12/09/2025 at 20:27:07 and then delivered auto-basal (micro bolus) and auto-correction boluses (autobolus).] The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, sensor updating alert/change sensor alert or smartguard (auto mode) anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 09-dec-2025 in the pump history file and found 1 sensor error alert on 12/05/2025, 3 sensor error alerts on 12/06/2025, 2 lost sensor alerts on 12/07/2025, and 1 lowbatteryalert (104) on 12/07/2025 19:05:00.000. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert, lost sensor alert or smartguard (auto mode) anomaly noted. Earliest power data available per the power management tool/detail trace file is on 12/17/2025 1:57:00 am. There was no power data available for the date of 12/07/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Sensor updating alert/change sensor alert and smartguard anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.